Event description:
It was reported that the power button on the back of the centrimag console was loose. This was discovered during a regular equipment check, and the device was taken out of service for evaluation. The flow probe was returned and determined to have been damaged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the centrimag flow probe being damaged was confirmed, as the returned flow probe (serial number (B)(6)) was observed to be missing a piece of its ceramic housing upon arrival at the service depot. The flow probe was functionally tested at the depot and at the product performance engineering department and was found to perform as intended despite the observed damage. The probe was scrapped, and a new probe was returned to the customer site alongside the returned centrimag console (evaluated separately). The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag flow probe, serial number 89896, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 8. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support no further information was provided. The manufacturer is closing the file on this event.